Event description:
Medtronic received information that a patient treated with a ped2 pipeline had complications. At 36 month post procedure follow up the patient was symptomatic with mrs 5. Severe impairment.  The patient was orginally treated for an aneursym in the left vertebral artery (va). The aneurysm height was 2.0mm and the max diameter was 30.0mm. The neck was 30.0mm. The proximal landing zone was 4.4mm and the distal landin zone was 3.6mm. There was complete ablation of the aneurysm at 6 months post procedure.  Ancillary devices: phenom catheter, navien catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.